Event description:
It was reported that the voyager nc was post dilating three overlapping stents in the mildly tortuous and heavily calcified mid left anterior descending artery (mlad) when the voyager nc ruptured at 11 atmospheres (atm) with the first inflation. The three stents in the mlad were a 2.75 x 15 mm xience v, 2.75 x 28 mm promus, and a 3.0 x 12 mm xience v. The ruptured voyager nc was completely removed from the patient. There was no resistance noted during advancement or removal of the voyager nc. Post dilatation was completed with a 3.5 x 12 mm voyager nc that was taken to 16 atm without further incident. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood in the inflation lumen and a loosely-folded balloon, which is consistent with the reported leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole rupture in the balloon above the distal marker. The balloon was sent to the scanning electron microscopy analysis, which concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was found to be longitudinal and located on the outer surface of a balloon fold/crease. The distal balloon marker also exhibited a slight ridge in the material. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. Although it cannot be confirmed, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage. It was reported that the balloon was not soaked in saline during device preparation. It should be noted that per the products instructions for use, it states to: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Reportedly, the lesion was mildly tortuous and heavily calcified, which may have contributed to the reported rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is destructively tested to verify rated burst pressure and balloon integrity.